Event description:
This complaint is now reportable based on the analysis completed on (B)(6) 2010. It was reported that during a coronary drug eluting stenting treatment procedure the shaft was kinked. The 90% stenosed target lesion was located in the moderately tortuous, non-calcified proximal left circumflex (lcx). The 3.00x20mm taxus liberte stent was advanced to lcx and while attempting to cross the lesion the shaft became kinked. The device was removed and the procedure was successfully completed with another of the same device. No patient complications were reported. However, returned product analysis revealed that the hypotube was broken 22.5cm distally from the strain relief.

Manufacturer narrative:
Device evaluated by manufacturer: product analysis found that the hypotube was broken 22.5cm distally from the strain relief. Microscopic examination of the material surrounding the hypotube break did not reveal any inherent deficiencies that would have contributed to the incident. The returned catheter was visually and tactilely examined along the entire shaft length and no other damage was seen other than the broken hypotube. The distal end of the sds was inspected under magnification and found the tip damaged. Blood was visible in the distal and midshaft of the device which is consistent with the reported information that the device was used. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).